Event description:
Information was received indicating that a cadd solis vip pump malfunctioned. The pump displayed an alarm that the cassette is not attached. There was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a cassette not attached properly attached alarm. A cassette was attached to the pump and a functional test was conducted. The reported issue was unable to be replicated. The downstream occlusion sensor was replaced as a preventative measure. There was no fault found with the returned pump.